Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a trial patient with an external neurostimulator (ens) for an unknown indication for use. It was reported that the stylet did not stay seated in the plastic hub at the end of the needle making steering very challenging. According to the doctor, factors that led to this issue were related to the poor design of the leads. Diagnostics/troubleshooting performed was the stylers were switched, and the physician kept reseating the lead etc. The hcp was requested to follow-up with whoever was in charge of the product development at the manufacturer as they would like to see this design issue addressed. The issue was resolved at the time of the reported. No surgical intervention occurred or was planned. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.